Manufacturer narrative:
The previous calibration and qc tests had acceptable results. The field service engineer found that the rinse volume was too high, overflowing and leaving naoh-d on top of the cells. The rinse tubing was checked and the flow rate was re-adjusted. The probe adjustments were also checked. Mechanism checks, photometer checks and precision check were all within specification. The customer performed the calibration and qc tests, both with acceptable results. No further issues were reported after the service visit .

Event description:
The initial reporter received questionable sodium results from the cobas 6000 c (501) module. The initial result was 150 mmol/l and the rerun result from a different 501 analyzer was 139 mmol/l. The questionable result was not reported outside the laboratory. The electrode lot number was t47. The expiration date was asked for but not provided.